Event description:
We received the following report from fujifilm. On 12/04/2025, fujifilm healthcare americas corporation was informed of an event involving the fdr visionary suite. It was reported that the otcx fell down from the ceiling, in visionary suite room 1 at the facility. It broke from the ceiling and collapsed, at least in part, on the patient who was being imaged. The patient was being imaged for a t-spine and c-spine. After the otcx fell from the ceiling, the patient was taken to the emergency room department of the hospital, where she then had to complete a cat scan of the head and an x-ray of the shoulder. The patient was emotionally traumatized and cried because she had to undergo additional scanning. The room has been shut down, and no patients are being scanned at this time. From the photograph of the report sent by fujifilm, it was confirmed that the ceiling type x-ray tube support ch-200, a component of the fdr visinary suite, had fallen off along with the support steel of the hospital facility in the decorative ceiling.

Manufacturer narrative:
We will continue to investigate and submit a follow-up report.